Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 22-may-2022, (B)(4); product ID: 977a260, serial/lot (B)(4), ubd: 12-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient has superficial infection of the lumbar incision for the leads. Unknown what may have led or contributed to the issue. Incision was open and drained and washed out with bacitracin solution. Surgical intervention did occur. The issue has been resolved at the time of this report. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.